Event description:
It was reported that patient had an artificial urinary sphincter (aus) implanted on (B)(6) 2020, and after starting using/manipulating it at the end of (B)(6) 2020, malfunction occurred after several days of normal manipulation. The patient reported that when sitting, the cuff hit and he felt uncomfortable; he also experienced incontinence because the device is not working. When the condition of the component was confirmed by imaging, the pressure adjustment balloon was observed in a deflated state, so it was suspected that leak occurred of the saline solution filled in the component. In addition, since the connector connection is confirmed at the time of witnessing, it is unlikely that the tube connection is defective. Component malfunction is suspected because there is no technical problem observed. The patient underwent a surgical procedure in which all of his aus components were explanted and replaced.upon explant, a water leak test was performed and it was identified that water spouted from the joint of the cuff. It seemed that the constricted part when the cuff was wound was loaded with stress and cracked. The physician confirmed that the hole was larger than pinhole of the needle thread.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that there were pinholes identified proximal to the cuff edge/backing, consistent with implant procedure damage. Although the reported allegation of urinary incontinence is unable to be confirmed, based on this observations, the reported allegation of mechanical issue and hole/perforation were confirmed. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: visual examination of the device did not identify any leaks in the pump and balloon. Visual examination of the cuff identified that there were pinhole tears proximal to the cuff edge/backing. The damage is consistent with sharp instruments, most likely caused during the implant procedure. The fold wear appears to be occurring from the outside in. No functional testing was performed on the cuff due to the pinhole observed. Functional testing of the remainder of the device concluded the pump and balloon performed within specification. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom urinary incontinence was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of unintended user error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that patient had an artificial urinary sphincter (aus) implanted on (B)(6) 2020, and after starting using/manipulating it at the end of (B)(6) 2020, malfunction occurred after several days of normal manipulation. When the condition of the component was confirmed by imaging, the pressure adjustment balloon was observed in a deflated state, so it was suspected that leak occurred of the saline solution filled in the component. In addition, since the connector connection is confirmed at the time of witnessing, it is unlikely that the tube connection is defective. Component malfunction is suspected because there is no technical problem observed.

Event description:
It was reported that patient had an artificial urinary sphincter (aus) implanted on (B)(6) 2020, and after starting using/manipulating it at the end of(B)(6) 2020, malfunction occurred after several days of normal manipulation. The patient reported that when sitting, the cuff hit and he felt uncomfortable; he also experienced incontinence because the device is not working. When the condition of the component was confirmed by imaging, the pressure adjustment balloon was observed in a deflated state, so it was suspected that leak occurred of the saline solution filled in the component. In addition, since the connector connection is confirmed at the time of witnessing, it is unlikely that the tube connection is defective. Component malfunction is suspected because there is no technical problem observed. The patient underwent a surgical procedure in which all of his aus components were explanted and replaced.upon explant, a water leak test was performed and it was identified that water spouted from the joint of the cuff. It seemed that the constricted part when the cuff was wound was loaded with stress and cracked. The physician confirmed that the hole was larger than pinhole of the needle thread.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient had an artificial urinary sphincter (aus) implanted on (B)(6) 2020, and after starting using/manipulating it at the end of (B)(6) 2020, malfunction occurred after several days of normal manipulation. When the condition of the component was confirmed by imaging, the pressure adjustment balloon was observed in a deflated state, so it was suspected that leak occurred of the saline solution filled in the component. In addition, since the connector connection is confirmed at the time of witnessing, it is unlikely that the tube connection is defective. Component malfunction is suspected because there is no technical problem observed. Patient is experiencing incontinence because the device is not functioning. He will have an interview with physician to schedule a surgery for (B)(6).

Event description:
It was reported that patient had an artificial urinary sphincter (aus) implanted on 05november 2020, and after starting using/manipulating it at the end of december 2020, malfunction occurred after several days of normal manipulation. The patient reported that when sitting, the cuff hit and he felt uncomfortable; he also experienced incontinence because the device is not working. When the condition of the component was confirmed by imaging, the pressure adjustment balloon was observed in a deflated state, so it was suspected that leak occurred of the saline solution filled in the component. In addition, since the connector connection is confirmed at the time of witnessing, it is unlikely that the tube connection is defective. Component malfunction is suspected because there is no technical problem observed. The patient underwent a surgical procedure in which all of his aus components were explanted and replaced.upon explant, a water leak test was performed and it was identified that water spouted from the joint of the cuff. It seemed that the constricted part when the cuff was wound was loaded with stress and cracked. The physician confirmed that the hole was larger than pinhole of the needle thread.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that there was a pinhole identified proximal to the cuff edge/backing, consistent with wear. Although the reported allegation of urinary incontinence is unable to be confirmed, based on this observations, the reported allegation of mechanical issue and hole/perforation were confirmed. Device history record (DHR) a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis visual examination of the device did not identify any leaks in the pump and balloon. Visual examination of the cuff identified that there was a pinhole tear proximal to the cuff edge/backing. The damage is consistent with wear and material fatigue at a corner of a fold in the cuff shell. The fold wear appears to be occurring from the outside in. No functional testing was performed on the cuff due to the pinhole observed. Functional testing of the remainder of the device concluded the pump and balloon performed within specification. Labeling review the device instructions for use (IFU) was reviewed. The patient symptom urinary incontinence was found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.